Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), a non-penumbra guiding sheath non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed two pod pcs in the target vessel using the lantern, guiding sheath and catheter. While advancing the third pod pc through the lantern, the pod pc became stuck at the distal tip of the lantern; therefore, the pod pc was removed. The procedure was completed using two pod pcs and the same lantern. There was no report of an adverse effect to the patient.